Event description:
On(B)(6) 2025, the user reported experiencing persistent hyperglycemia after meals while using the ilet. On (B)(6) 2025, after announcing a normal breakfast, their bg rose to 300 mg/dl and remained above 180 mg/dl for six hours. The ilet issued high bg alerts during this time. The user reported feeling tired but did not require outside assistance or medical intervention.